Manufacturer narrative:
The information provided in section was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to high blood glucose. The cause of death was high blood glucose, heart failure, and natural causes after being removed from a ventilator. The caller stated that the customer had congestive heart failure that may have led to the customer's passing. The customer¿s blood glucose was 1200 mg/dl at the time of emergency medical assistance. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected within less than 48 hours prior to passing. The customer was off the pump as they did not appear to have completed a process during the set change on (B)(6) 2018. The customer had started vomiting and when their blood glucose was checked they were at 600 mg/dl. The paramedics were called and they took off the pump as the blood glucose was at 1200 mg/dl. The paramedics stated that the pump had not finished some process, and the customer was not getting any insulin since the set change. The customer was not using sensors. The caller agreed to return the insulin pump for analysis but declined a pump upload.

Manufacturer narrative:
Device passed all functional tests, including the current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, rewind test, excessive no delivery test and delivery accuracy test. Device received with no battery installed. Device received with cracked case at the display window corner, partially broken reservoir tube lip, cracked battery tube threads, cracked lcd window, broken belt clip slot and minor scratched lcd window.